Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis: unit received had the base handle closed without the 6-inch transitional installed, deforming the hole. The 6-inch transitional member was replaced as a part of preventive maintenance. The shock cushion and ¼ inch pin were worn and required replacement. General maintenance was performed and worn components were replaced. Root cause analysis: the reported complaint was confirmed. The returned unit had been damaged due to misuse as the base handle was closed without the 6-inch transitional installed, deforming the handle opening. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2007). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the transition arm on the mayfield ultra base unit (a2101) would not fit in the locking device. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported.